Event description:
The stryker core impaction drill was sent in for service and it overheated during performance testing.

Manufacturer narrative:
Visual exam revealed worn/damaged spindle housing, rotor and driveshaft assembly. Insufficient lube was noted on the bearings and there was moisture throughout the device. The damaged spindle housing and the bearings were identified as the probable cause of the failure. Insufficient lube between moving parts is known to cause overheating which can lead to increased heat production as noted during the performance testing. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.